Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined high impedance, polarity switch and undersensing of possible atrial events. The ra lead remains in use. No patient complications have been reported as a result of this event.